Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
On april 3,2025, we were informed that the procedure was successfully completed with a surgical prolongation of 10 minutes. It was confirmed that no fragments were found in the patient's body during the x-ray examination.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the "loop burnt through during use". The broken off piece(s) of the electrode could not be found. They were presumably washed out. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during a surgical hysteroscopy, the 26040jb1 cutting loop burned through. As the defective product was not returned, the exact cause cannot be conclusively determined. However, the circumstances described suggest that user error may have been a factor. It is possible that the cutting loop was bent prior to use. The instructions for use (97000002 v 2.1 - 03/2019) clearly show what the cutting loop should look like. Another possible cause of the issue is excessive voltage, which leads to excessive thermal stress. This can cause the wire to detach from the sling. It is also possible that the sling was installed incorrectly, meaning the necessary distance from other instruments (e.g. Optics) was not maintained. This could result in a short circuit and a break in the loop, posing a risk of fragments falling into the patient. As the affected product could only be examined based on the information provided, no clear technical defect could be identified. Based on the available information, improper use or an application error is therefore very likely to be the cause. The event is filed under internal karl storz complaint ID: (B)(4).